Manufacturer narrative:
Device not yet returned for evaluation.

Event description:
It was reported that during the procedure, resistance was encountered while advancing a retriever stent in the subject catheter and the stent could not be removed out of subject catheter. The physician removed the stent and catheter together from the patient¿s anatomy. After removal, the shaft of the subject catheter was found broken. The subject catheter was replaced and the procedure was completed successfully. The patients¿ medical condition was good and there was no clinical consequences to the patient.

Event description:
It was reported that during the procedure, resistance was encountered while advancing a retriever stent in the subject catheter and the stent could not be removed out of subject catheter. The physician removed the stent and catheter together from the patient¿s anatomy. After removal, the shaft of the subject catheter was found broken. The subject catheter was replaced and the procedure was completed successfully. The patients¿ medical condition was good and there was no clinical consequences to the patient.

Manufacturer narrative:
The device was returned and the lot number was confirmed from the packaging label. During visual inspection the catheter was seen to be broken and there was an unknown residue on the outer catheter shaft. Functional testing was not performed as the defect was confirmed. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The catheter shaft was in fact seen to be broken/fractured. Therefore the as reported can be confirmed and the as reported event will be assigned procedural factors as this complaint appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.